Event description:
As reported: "I drilled through the tube, but the screw did not lock. The location is the second row from the farthest end. The plate is dr2 narrow. The hole where the screw failed to engage was not used. However, this did not affect the overall fixation strength."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.